Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947-65, lead, implanted: (B)(6) 2009; dtbb1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has atrial fibrillation (af) and the right atrial (ra) lead has high elevated thresholds; however, the thresholds could not be measured due to the af. The ra lead was found to have high impedance and was suspect of a fracture. The lead remains in use. It was further reported that the right ventricular (rv) lead has high increasing thresholds. No further patient complications have been reported as a result of this event.